Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) died in a car accident. It was reported that the patient had a ventricular fibrillation (vf) episode near the time of the car accident. The ICD delivered eight forty-one joule shocks in the vf zone and the episode lasted twenty minutes. The episode was fluctuating between the ventricular tachycardia (vt) zone and the vf zone. All therapy was exhausted, as eight shocks is the maximum number of shocks per episode. Subsequently, there were three additional episodes declared where shocks were delivered. There were no device allegations. The cause of death was determined to be cardiac arrest. The device was explanted and returned for analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. After a review of the stored episodes the date of death was confirmed. All episodes prior to the patient's death were appropriately detected and treated. There was no evidence of a device malfunction. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.